Event description:
The patient converted to ventricular fibrillation and the defibrillator was charged. Reportedly, the device would not discharge energy to the patient. An AED was immediately connected to the patient and used. The patient was resuscitated.